Event description:
It was reported that right ventricular (rv) defibrillation lead shock impedance had risen from 120 ohms to as high as 180 ohms within the last three years. Additionally, rv pace impedance measurements had gradually increased to as high as 1250 ohms, and lead calcification was suspected. At a recent clinic visit, it was also noted that threshold measurements had increased from 0.8v to 2v over the last year. Technical services (ts) reviewed troubleshooting options and programming considerations. This rv lead remains in service. No additional adverse patient effects were reported, and no interventions were performed at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) defibrillation lead shock impedance had risen from 120 ohms to as high as 180 ohms within the last three years. Additionally, rv pace impedance measurements had gradually increased to as high as 1250 ohms, and lead calcification was suspected. At a recent clinic visit, it was also noted that threshold measurements had increased from 0.8v to 2v over the last year. Technical services (ts) reviewed troubleshooting options and programming considerations. This rv lead remains in service. No additional adverse patient effects were reported, and no interventions were performed at this time.additional information received reported that commanded shocks were performed in march due to chronically high out-of-range shock impedance measurements on the right ventricular (rv) defibrillation lead. The most recent shock impedance measurements were in the 110-135 ohms range. The health care professional (hcp) contacted technical services (ts) to discuss whether subsequent commanded shocks should be performed after a certain timeframe, however other options included continued monitoring or lead replacement. Technical services (ts) also discussed possible causes, such as a change in patient condition or lead calcification. This rv lead remains in service. No additional adverse patient effects were reported.